Manufacturer narrative:
Device evaluation indicated that the ipg passed all tests performed.

Event description:
A report was received that the patient had difficulty charging the ipg. It was noted that the patient was not able to fully charge the ipg and it will not charge beyond two bars. In addition to that, the patient¿s ipg had flipped inside the body. The patient underwent a revision procedure wherein the ipg was explanted.

Event description:
A report was received that the patient had difficulty charging the ipg. It was noted that the patient was not able to fully charge the ipg and it will not charge beyond two bars. In addition to that, the patient¿s ipg had flipped inside the body. The patient underwent a revision procedure wherein the ipg was explanted.